Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronic assembly. There was also moisture damage on the motor, vibrator tube, and battery tube assemblies. Functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm, excessive no delivery, operating currents, unexpected restart alarm, and off no power tests could not be performed due to the blank display. The blank display also prevented the self test. The following physical damage was found: minor scratches on the lcd window, cracked casing at the display window corners, cracked lcd window, cracked belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump will not turn on and that there was condensation under the display screen. The patient's blood glucose at the time of incident was 300 mg/dl. Troubleshooting was initiated for the fluid exposure; however, the customer was unable to verify how the fluid got inside of the insulin pump. The customer mentioned that the insulin pump was cracked on the side of the battery compart and above the up arrow. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.